Event description:
It was reported that" the patient arrived at the hospital with a PICC line placed in the right upper arm on (B)(6) 2025, which has become dislodged by 10 cm and has a tapered distal end." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that" the patient arrived at the hospital with a PICC line placed in the right upper arm on (B)(6) 2025, which has become dislodged by 10 cm and has a tapered distal end." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one PICC for analysis. Signs of use were observed along the extrusion and inside the extension line. Visual analysis of the sample revealed that the box clamp assembly was not returned. One kink and signs of bending were observed with the catheter. Based on the customer description, it cannot be determined if the catheter was secured via sutures to the juncture hub (primary site), the box clamp (secondary site), or both. The overall length of the catheter measured 38.30mm, which is not within the specification limits of 40.32cm - 40.80cm per the catheter product drawing which indicates the catheter was trimmed prior to use. The catheter outer diameter measured 0.0547", which is within the specifications of 0.054" - 0.057" per the catheter extrusion product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit which states, "use catheter stabilization device and/or catheter clamp and fastener to secure catheter (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." A lab inventory box clamp was positioned directly adjacent to the juncture hub. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev04, generation 1 combinations of the clamp/fastener for catheters up to 7fr should sustain a withdrawal force of = 2n (0.44 lbs). The box clamp assembly was pulled in direction of the catheter body to 0.44 lbs. No movement of the clamp was observed. Therefore, the customer report could not be confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." It also states, "a catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization." The customer complaint of the catheter being dislodged could not be confirmed by the returned sample. Visual analysis of the sample revealed that the box clamp assembly was not returned. One kink and signs of bending were observed with the catheter. However, the catheter passed all relevant dimensional and functional testing. Based on the customer description and additional information received, it cannot be determined if the catheter was secured via sutures to the juncture hub (primary site), the box clamp (secondary site), or both. Therefore, the root cause of the reported event is undetermined. Teleflex will continue to monitor and trend for reports of this nature.